Manufacturer narrative:
Manufacturing review: lot history review revealed there are a total of two (2) complaints for corporate lot number gfbt1685. Both complaints are for an allegation of reocclusion, which includes this complaint. A DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: inconclusive. The sample was discarded by the user facility; therefore, the device evaluation cannot be performed. Past medical history includes: hypertension, diabetes (type unknown), chronic renal disease, rutherford class iii in right leg. It is known that approximately 8 months post treatment with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter reocclusion was identified in the right femoral artery. It was further reported that a reintervention involving placement of a stent was performed. The physician deemed the event is possibly related to device, but not related to procedure. No adverse patient effects were reported. Labeling review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right femoral artery. Approximately 8 months after the index procedure, the patient¿s right femoral artery was reportedly reoccluded. A revascularization was performed and health care professional (hcp) deemed it was successful. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and is not available for evaluation.